Event description:
It was reported that there was impedance and pacing threshold increase at the last follow up. During the lead revision no lead defects were noted. The doctor was unable to extract the lead. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of impedance anomaly was confirmed via review of stored electrograms in the laboratory. The device was tested on the bench and our automated testing equipment. The device functionality met al testing specifications and no anomalies were found. The cause of the anomaly could not be determined. (B)(4).